Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 600 mg/dl at the time of incident and current blood glucose 440 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as dry mouth, thirsty and frequent urination. Customer treated with insulin pump and manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was able to passed the displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the delivery accuracy test.